Manufacturer narrative:
H3: product analysis of part #8532065; lot # unknown visual and optical inspection confirmed the bone screw has broken. The damage to the screw is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient undergoing cervical la minoplasty for cervical stenosis. The levels implanted are c4,c5,c6. It was reported that the screw sheared during insertion. The threaded portion on crew remains in lateral mass at c5. The surgeon did not want to remove the remnant as it would have resulted in additional bone loss. Surgeon also felt the remnant would not migrate as scar/bone would heal over it. There was no patient symptoms reported. There were no further complications reported regarding the event.